Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30mmx6mm-8mm, eccentric, de-novo target lesion contained <=45 degree bend and was located in the mildly tortuous and severely calcified right femoral artery. A 260cml amplatz superstiff guidewire was advanced and positioned in the target lesion. Predilation was performed with a wanda balloon catheter resulting to 70% stenosis. Subsequently, an 8.0x40x135 cm express® ld iliac / biliary stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the distal segment of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device is that the balloon was tightly wrapped and was not subjected to positive pressure. The stent was damaged at its distal end. The struts on the most distal row were raised and misaligned. This damage is consistent with the stent meeting resistance during the advancement of the device. No issues were noted with the profile of the device¿s tip. The tip od was measured which is within specification. A visual and tactile examination found no kinks or damage along the shaft of the device. The working length of the catheter was measured which is within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30mmx6mm-8mm, eccentric, de-novo target lesion contained <=45 degree bend and was located in the mildly tortuous and severely calcified right femoral artery. A 260cml amplatz superstiff guidewire was advanced and positioned in the target lesion. Predilation was performed with a wanda balloon catheter resulting to 70% stenosis. Subsequently, an 8.0x40x135 cm express&#59404;d iliac / biliary stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the distal segment of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4).